Event description:
It was reported that the user experienced persistently high blood glucose over several days while using the ilet with teflon infusion sets and 23-inch tubing, despite multiple supply changes and without occlusion or restart alerts. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included a review of device data and user report, with deferred troubleshooting due to the user driving. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a potential issue related to infusion set performance not confirmed since cannulas were not inspected. It was concluded that the event involved hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.